Event description:
The customer reported after a patient scan was completed and during vertical down movement of the patient table, the patient table dropped approximately 2 inches and then stopped. The patient was jarred and startled, but was not harmed. There is potential for serious injury to a patient or operator if this were to recur.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. (B)(4).